Event description:
Event description boston scientific received information that this patient presented with fatigue and 'not feeling well' for the last month. Atrial impedance was found to be greater than 2500 ohms in unipolar and bipolar configurations with no capture or sensing. Therefore, it was removed from service. Efforts to implant a 4469 replacement lead were unsuccessful due to placement difficulty. Therefore, another flextand lead was implanted without further incident.